Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted due to clot noted inside the lead. The lead was removed and flushed. Additional information indicated that the physician could not place the lead at a stable position with adequate thresholds. The lv lead was never in service. No additional adverse patient effects were reported.